Event description:
Patient presented to the clinic, due to syncope unrelated to his ICD system. The patient was vagal. Interrogation of the device noted a decrease in r-wave amplitude. The physician decided to reposition the lead in 2008.

Manufacturer narrative:
No medwatch form was received.